Event description:
It is reported that: pt has been experiencing hip pain since the original implant. The pain is constant and debilitating has drastically affected his quality of life. Pt was unhappy with the response from his primary surgeon and has bought opinions from three other orthopaedic surgeons. A revision surgery was recommended by one of the referring surgeons in (B)(6) 2012. The pt has not consented to a revision. The pt just learned of the recall from the primary surgeon and is very upset. The pt has changed surgeons. Pt recently had blood tests and is scheduled for a mars MRI.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.